Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low readings in the 40's mg/dl or 50's mg/dl. The customer treated with tablets and juice. The customer also reported lost sensor signal when he was asleep. The insulin pump was not returned for analysis.